Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unit was received with missing display window cover and cracked select button keypad overlay.

Event description:
It was reported that insulin pump had hardware damage. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.